Manufacturer narrative:
Product was discarded by the facility / not returned for investigation. (B)(4).

Event description:
It was reported that in the middle of a procedure, the ring part of the lasso catheter did not deflect properly. Further information provided stated that the lasso catheter was stuck in a contracted position. There was no force used in withdrawing the catheter. No electrode ring damage was reported by the physician. In was unclear how the catheter was withdrawn from the patient. The lasso catheter was exchanged and procedure completed successfully without any adverse consequences to the patient.